Event description:
In a letter issued (B)(4) 2013 (B)(4), ge healthcare issued a device correction letter on their tec 6 and tec 6 plus vaporizers. In the letter it stated "a leak may cause a reduction in the fresh gas volume delivered to the breathing system." As suggested in the letter, the test was performed on our vaporizers. Of the 21 vaporizers in our tech 6 inventory 13 were found to be bad. This has placed a strain on our anesthesia department as we have pulled them from service. Our risk department asked that this report be filed to document this issue.